Manufacturer narrative:
It was reported that the patient underwent re approximation of the vaginal mesh on (B)(6) 2009.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure concurrently with a hysterectomy on (B)(6) 2009 due to hysterectomy, uterine prolapse and second degree cystocele and mesh was implanted. It was reported that following insertion the patient experienced pain, erosion, extrusion, urinary problems, bleeding, recurrence, dyspareunia and vaginal scarring. It was reported that patient experienced exposed mesh through the vaginal wall at her 6 week check up. The preoperative diagnosis was expulsion of the mesh, the patient underwent a revision of the mesh, a reapproximation of the vaginal wall.